Event description:
Customer reported a stator on error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.